Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an issue with the air detector seals. There was unknown patient involvement.